Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and g5 are unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump under delivered with a result of -7.273 percent. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.